Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer "winds up" the tubing into a circle to prevent the tubing from being loose due to the long length of the tubing. Reportedly, the customer believed that there was air in the tubing. Recommendation was made by tandem's technical support for the customer to prime the tubing to remove the air. There was no impact to the customer's blood glucose level.